Manufacturer narrative:
Email is: (B)(6), health effects codes updated. One device was returned for investigation. Visual inspection confirmed that the device was received in with a slight bow of the front panel on the left hand side of the manometer; gauge bezel is cracked. There are cracks on the top right corner of the housing, underneath the battery compartment, on the back of the housing, and on the gas/air supply indicators. External fittings are all corroded. Complaint is confirmed due to impact damages and device does not operate. No action taken, device has been deemed beyond economical repair due to extensive damage and obsolete parts needed to correct the reported problem. Device will be sent back to the customer unrepaired or scrapped on site. A device history (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the reporter would like to send the device in for preventive maintenance and for repair for the alarm not going off when disconnected. Patient involvement is unknown.